Manufacturer narrative:
Additional product codes: kra. Additional premarket submission: k181684, k896819. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during set up, the tubing of a pressure monitoring kit disconnected. Per the customer, the tube was disconnected "at a place that the tubing should not disconnect." There were no patient injuries.